Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included replacement of the telepack. Problem was resolved.

Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepack, which may ave affected telemetry monitoring. No pt injury was reported.